Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer arrived at the site and evaluated the system and was unable to reproduce the reported event. The fse performed service on the system and replaced the necessary parts. Log files were retrieved and reviewed by engineering. A review of the log files were unable to determine a conclusion of the reported event. Engineering was unable to reproduce the reported event on systems within the philips factory. (B)(4).

Event description:
Philips received a report that the detector collided with table pallet, causing damage to the table. The motion was stopped when the table caused a collision with the collision pad on the locking bar for detector. No pt involvement was reported.